Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. Upon the surgeon positioning the mako robotic arm in the surgical field ready to burr the femur, he noticed a foreign object sitting loosely on the body of the mako pka end effector underneath the lever. Upon inspection of the end effector it was eventually noticed that the foreign object was the magnet which sits on the underside of the lever which had come loose and fallen out of its original position. The surgeon was able to relocate the small magnet back into its housing for the remainder of the procedure and was able to complete the procedure without having to change end effectors.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector's was found on the body of the device and disassociated from it's trigger cavity at the start of resection. The magnet was placed back into the cavity and the case proceeded. Device evaluation and results: the magnet was found missing from the trigger. Device history review: review of device history records indicate the following for the related lot in this investigation 7 parts accepted into final stock on 11/25/2015 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111758, s/n (B)(4), l/n 19320515 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed as the magnet was found missing from its location. Corrective action/preventive action: (B)(4) has been closed for the failure mode of magnet disassociation exceeding the acceptable occurrence rate. CAPA (B)(4) has been initiated for the failure mode.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. Upon the surgeon positioning the mako robotic arm in the surgical field ready to burr the femur, he noticed a foreign object sitting loosely on the body of the mako pka end effector underneath the lever. Upon inspection of the end effector it was eventually noticed that the foreign object was the magnet which sits on the underside of the lever which had come loose and fallen out of its original position. The surgeon was able to relocate the small magnet back into its housing for the remainder of the procedure and was able to complete the procedure without having to change end effectors.